Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output and no telemetry. An invasive procedure was performed to explant the ipg. A new model 446 was implanted.